Event description:
Head came loose at the head and attaching to gum/caught my mouth...got second head...loose again now- oral b power oral care [device physical property issue]. Product counterfeit- oral b [product counterfeit]. Case narrative: consumer called and stated that the head came loose and attaching to her gum and caught her mouth. No injury was reported. Follow up: product updated, german product notes available. 07-oct-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. 27-nov-2025: concomitant product updated.

Manufacturer narrative:
07-oct-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Head came loose at the head and attaching to gum/caught my mouth...got second head...loose again now- oral b power oral care [device physical property issue] . Case narrative: consumer called and stated that the head came loose and attaching to her gum and caught her mouth. No injury was reported. Follow up: product updated, german product notes available.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Head came loose at the head and attaching to gum/caught my mouth. Got second head loose again now - oral b power oral care [device physical property issue]. Case narrative: consumer called and stated that the head came loose and attaching to her gum and caught her mouth. No injury was reported.

Manufacturer narrative:
07-oct-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Head came loose at the head and attaching to gum/caught my mouth...got second head...loose again now- oral b power oral care [device physical property issue] product counterfeit- oral b [product counterfeit]. Case narrative: consumer called and stated that the head came loose and attaching to her gum and caught her mouth. No injury was reported. Follow up: product updated, german product notes available. 07-oct-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.